Manufacturer narrative:
One (1) used/damaged 4.5mm sterling spherical bur was returned to conmed for evaluation. Visual inspection of the returned bur confirmed the reported breakage. Further inspection revealed the tip of the bur was broken off at the machined radius. Microscopic inspection found galling near the hub on the inner tube, the flutes on the bur head damaged and galling present inside the outer tube. The galling observed inside the outer tube was so deep that the deformation is all the way through the thickness of the tube wall and visible on the outside of the outer tube. The damage to the flutes of the bur head and galling found on both the inner and outer tubes are evidence of excessive lateral force applied to the device. In this case, the excessive lateral force also looks to be the cause of the inner tube breakage at the aspiration hole. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that would have caused or contributed to reported breakage. Of the lot containing (B)(4) units, there has been no other similar complaint received. In addition, a 2-year review of product history for this device shows only one other similar report. (B)(4). There have been no report of a serious injury or death related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. No further action is planned at this time. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.

Manufacturer narrative:
The 4.5mm sterling spherical bur is expected but has not yet been received for an evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The distributor in (B)(6) reported that a user facility has alleged during surgery, the tip of the 4.5mm, sterling spherical bur was fractured. The surgeon removed it from the patient's body and used a back-up spherical bur to complete the procedure. There was no patient injury as a result of this product problem and no delay was reported.